Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered a lead safety switch due to an out of range impedance measurement on the right ventricular (rv) lead. The pace impedances were greater than 2000 ohms. At this time, the pacemaker rv lead remain in service and the values have returned to normal. The rv lead is a competitor's product. No adverse patient effects were reported.